Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section b5 as receiving information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Section b5 should have been reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no serious patient harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice /recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no serious patient harm or injury reported. In the initial report, section b5 was incorrect, the correct b5 should be- the patient has alleged breathing and pressure issues. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer and found evidence of unknown white and black contamination (dust-like), at the air input of the blower box, unknown potential small white and black hair or fibers at the air input of the blower box, light dust-like contamination on the top of the blower motor and the blower motor seal, tiny unknown black, and white specs of contamination on the bottom the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminate found was consistent with light dust-like contamination on the top of the blower motor and the blower motor seal and multiple contaminates were inconsistent with sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.. In this report, section d9, g3, h6 have been updated/corrected.